Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: (B)(6)) sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#: unknown) sigphandle, sig power sigphandle handle (serial#: unknown) sigadaptshort, sig power sigadaptshort lin short adapt (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a splenectomy procedure, after firing the device, the jaws of the device did not open. The user tried resetting the device using a new powered device, but the issue remained the same. The surgeon then cut around the reload to remove the device. The patient is currently being monitored.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and two photos were available for evaluation. V isual inspection noted that the adapter was attached to the returned reload. No further abnormalities with the adapter were noted. Functionally, the adapter was connected to the gen2 acc software. There were universal asynchronous receiver-transmitter (uart), articulation calibration, and calibration turns communications errors in the data saved to the system. The adapter had 8 of 50 procedures remaining. The adapter and reload were connected to an rpa clamshell and an rpa signia handle running v29.5 software. The handle went into emergency retract mode and the I-beam retracted. The jaws were opened and the reload was removed. An error occurred while removing the reload. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The reload was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and an articulation calibration error appeared. It was reported that the instrument locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of universal asynchronous receiver-transmitter (uart) error, calibration turns errors and articulation calibration errors. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (model and catalog#, serial#, UDI), g3, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.